Event description:
The following information was reported to kci by the patient's family member: the activac unit allegedly blistered the patient's leg, and the patient is "now being treated with hyperbaric unit to save his leg." No additional information is available.

Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Per review of kci records, the physician discharged the patient from vac therapy on (B)(6) 2014 as the "goal of therapy met". Based on the information provided, it cannot be determined that the alleged blistering is related to vac therapy. There have been several attempts made to gather additional information, but there has been no response.